Event description:
It was reported that the ptca/stent procedure was to treat a patient with an acute mi, and a heavily tortuous and calcified rca. After pre-dilatation, an attempt was made to cross the lesion. However, the stent would not pass the proximal bend. The system was removed and everything looked fine. However, the patient started to experience chest pain and the flow looked unusual, proximal to the dilatation site. It was observed that the stent was not on the stent delivery system (sds) after it was removed from the patient. The stent was then observed in the proximal rca and a snare device was used to successfully retrieve the stent.